Event description:
It was reported that the pump exhibited error code 45639. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: additional information is provided for d.10, h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging and in decontaminated conditions. The lens was scratched. Functional testing was performed, and the reported issue was able to be replicated. The root cause could not be determined, but the most probable cause would be a faulty pwa board. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).